Manufacturer narrative:
The investigation for the positioning issue has been completed. The pump was not returned for investigation. Data logs were reviewed which show that the pump ran for 21 hours without any reported issues regarding positioning. According to the clinical report, at the start of the case, the pump was pulled back into the aorta after the patient moved while the touhy-borst was reported to be unsecured. The doctor was unsuccessful in tightening the touhy-borst multiple times. The cause of the positioning issue was most likely touhy-borst related, based on given clinical details.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 64-year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the pump came out of the appropriate position in the left ventricle due to a tuohy valve failing to lock. The patient remained on impella support for 40 hours, after which the pump was explanted and not replaced. The patient remains on medical support.